Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain as one or more cycles advanced to the next fill when slow or no flow occurred above the minimum drain volume threshold. The device will be routed to the service area.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's drain volume was 3884ml. The largest prescribed fill volume was 2400ml. This meets iipv criteria. Product surveillance contacted the peritoneal dialysis nurse on (B)(6) 2010 regarding the iipv found during evaluation. According to the nurse the patient did not report symptoms of overfill. Additionally, the patient did not report having any difficulties. The patient has resumed therapy successfully and there was no patient injury or medical intervention associated with this event.